Manufacturer narrative:
On (B)(6) 2019 arjo was informed about an event with the participation of citadel plus bariatric bed, which occurred in north cypress medical center in (B)(6). It was initially reported that the brakes were not working properly and a mattress was slipping causing the patient to fall. There was no injury reported. Arjo representative visited the facility to gather more information and evaluate the bed. The facility staff stated that the brakes were engaged during the event. This statement was disputed by the patient, who said that the brakes were not locked and that the mattress did not slide off but the bed moved when the patient was trying to sit on the bed. The evaluation of the citadel plus bed revealed no faults with the brake and steer system. The inspection results confirmed that there was no device malfunction that could contribute to the reported incident and that the patient's statement seems in line with the evaluation results. The instructions for use dedicated to citadel plus bariatric bed (831.374. Rev. B) includes instructions for safe patient transfer : "brakes- set all caster brakes before transferring patient." "Make sure caster brakes on both units are locked." Following all applicable safety rules included in the product instructions for use the risk of any hazardous situation is minimized. Summarizing information collected, no technical problem was identified within the bed brakes mechanism. Nevertheless, following the complaint description, the device moved unintentionally when the patient wanted to sit on the bed and from that perspective arjo citadel plus played a role in the reported event. The most likely cause of the patient's fall may be related to improper preparation of the device before the patient transfer - lack of brake application. Although no injury was reported, the complaint decided to be reportable due to the patient's fall.

Event description:
On (B)(6) 2019 arjo was informed about an event with the participation of citadel plus bariatric bed, which occurred in north cypress medical center in (B)(6). It was initially reported that the brakes were not working properly and a mattress was slipping causing the patient to fall. There was no injury reported.